Event description:
User alleges that the aquinox unit separated from the base and the top hit the pt. Pt received a bump on the head that did not require treatment.

Manufacturer narrative:
H6. Results evaluation: smiths medical is anticipating the return of the actual device involved in this event. If the unit is returned then a follow-up report will be submitting. A digital picture was received that confirmed the user facilities report. A review of the lot records show no issues that would cause this event. A review of our complaints database showed only one similar report on this product line (caused by tubing being kinked during bed change). Examination of the digital picture revealed that it came apart where the top and bottom parts are welded together. However, the separation was not caused by an issue with the weld integrity since there was still bottom plastic welded to the top. We conclude that the failure was likely caused by an inadvertent occlusion of the cannula/delivery tube that causes the 50-psi gas source to generate pressure in the humidifier chamber. The hosp did report that possibly the tubing was kinked off by the pt while the bed covers being changed. From our experience, such an occlusion would result in the delivery tube popping off the chamber or the o-ring on the bottle to be displayed and relieve the pressure. Review of the instructions for use has a warning: "do not occlude any part of the delivery circuit."